Event description:
The MFR's rep reported the pt's pump and catheter were replaced due to infection. The pump had been implanted in 2006 and repositioned in '07. No add'l info about pt outcome was provided. Add'l info had been requested, and will be provided when rec'd.

Manufacturer narrative:
Eval code results (catheter).